Event description:
A surgeon reported that apt experienced a posterior capsule tear during a laser assisted cataract extraction with an intraocular lens (iol) implant procedure. The laser portion of the procedure was uneventful. This was the third case of the day. The capsulotomy was free floating without any adhesions/tears. However, the cataract ws extremely dense, and the phacoemulsification took a significant amount of time. During the cortical removal, the posterior capsule got engaged into an irrigation / aspiration tip and broke locally, without extending to equator. No vitreous loss was observed and the planned 3 piece iol (surgeon's preferred) was implanted in the bag, rotating the haptics away from the tear area.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested, but not received to date. (B)(4).